Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The user facility reported that a patient on bipella support was bleeding from all access sites. Blood products were ordered. The next day, bleeding from access sites improved and the patient started on systemic heparin. The patient survived the procedure.

Manufacturer narrative:
The root cause of the access site bleeding issue was most likely patient condition related since bleeding from all access sites.